Event description:
Additional information was received indicates the patient was seen in clinic. The implantable cardioverter defibrillator (ICD) was interrogated and ble telemetry restored.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited loss of bluetooth telemetry. No intervention was performed. The patient condition was not known.